Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The sales rep, reported on behalf of the customer, that he had to revise a fractured exeter stem. The sales rep reported that the patient was walking on the street on the (B)(6) 2013. The sales rep reported that the patient was unable to walk further. X-rays taken that day noticed that the neck of the exeter stem size 2 with a 44 offset and 28 neutral head in a 52 cup, had fractured.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. A visual inspection confirmed that the exeter stem is broken on the neck approximately 6mm from the v40 head. The femoral head is still attached to the trunnion. There are scratches on the stem and on the femoral head that must have been done during the explantation of the devices. The material analysis report concluded that the neck of the exeter stem fractured in fatigue, propagating medially with the origin on the lateral surface. The stem material was consistent with the astm f1586 and iso 5832-9 stainless steel alloy. No material or manufacturing defects were seen on the parts examined. A review of the medical records by a clinician indicated that there was insufficient information available to determine a root cause. The investigation concluded that the root cause of this exeter stem fracture could not be determined based on the information provided.the reported event regarding fracture of an stem exeter device was confirmed.

Event description:
The sales rep, reported on behalf of the customer, that he had to revise a fractured exeter stem. The sales rep reported that the patient was walking on the street on the (B)(6) 2013. The sales rep reported that the patient was unable to walk further. X-rays taken that day noticed that the neck of the exeter stem size 2 with a 44 offset and 28 neutral head in a 52 cup, had fractured.